Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead associated with this pacemaker had been explanted due to high pacing thresholds. The cause of the high thresholds was unknown. It was also reported that the patient, who has third-degree heart block, experienced syncope. Loss of capture with asystole was reported but the duration was unknown. The lead was successfully replaced and this device remains in service. No additional adverse patient effects were reported.